Manufacturer narrative:
(B)(4). Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report.

Event description:
The customer¿s husband reported via phone call customer was emergency medical service dispatched due to low blood glucose on (B)(6) 2020 with blood glucose level was 220 mg/dl. The customer¿s blood glucose reading was 200 mg/dl went down to 80 mg/dl and corrected with food without doing a finger stick reading and also customer took some medicine before bed which led up to event. The customer allege insulin pump was over delivering insulin. Customer stated that drive support cap was sticking out. The prior to the event customer noticed insulin pump removed and it had no delivery.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized due to low blood glucose level on unknown date. Customer¿s blood glucose level was 80 mg/dl. The insulin pump will not be returned for analysis.